Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2012 and a reservoir was used. The valve clogged and it was necessary to replace it. Additional information was requested. There were no adverse patient consequences reported.

Manufacturer narrative:
(B)(4): the actual device involved in this event was returned for evaluation. The valve was detached and was inside the reservoir.

Manufacturer narrative:
(B)(4): it was reported that a patient underwent a cervical lymphohemangioma procedure on (B)(4) 2012 and a drain was used. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). Conclusion: the product upon which this medwatch is based is anticipated. Once the product is received, any further information derived from the evaluation will be submitted in a supplemental 3500a form. This is one of two medwatches being submitted as two devices were involved in this event. See also medwatch 2210968-2012-05438. The same patient is represented in each medwatch.